Manufacturer narrative:
(B)(4). G2: foreign: canada. Proposed component code: mechanical (g04)- impactor. Visual examination of the returned device identified wear from use was noticed around all areas of the impactor. Attachment feature has one side that has fractured and fractured piece(s) were not returned for evaluation. Inside the attachment feature are indentations, gouges, and deformation damage. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the provided picture of the fractured device. The fracture is why the impactor will not stay on the handle. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that after the surgery, the impactor would not stay on the handle. There were no known impactor or consequences to the patient. It was reported that no further information is available.